Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized in intensive care unit. Customer stated that the blood glucose reading was 588 mg/dl when paramedics arrived. Customer stated that he reused his reservoirs and stated that his insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.